Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range (oor) shock impedance measurements. A save to disk was sent to technical services (ts) for review. Ts discussed that all pacing impedance measurements are stable and within range. There was observation of intermittent oor shock impedance measurements and noise. The oor shock impedance measurements could be a result of a compromised lead or connection issue. Ts advised at next follow-up to perform various tests to reproduce noise, and to check integrity of the system. There were no adverse patient effects reported, and no revision procedure planned at this time.

Manufacturer narrative:
This crt-d remains in service. At this time there is no additional information. Should additional information become available this report will be updated.